Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
It was reported that an ev drill would not center properly in the drill hole. The customer stated that the drill wouldn't take hold, so they gave more pressure and the drill milled the complete cavity, and then the hole was too big for the dental implant. The session could not be successfully completed and an additional surgery is needed.